Event description:
It was reported that the procedure was to treat lesions located in the mid left anterior descending (lad) artery, the diagonal and the heavily calcified circumflex (cx). After stenting the mid lad and the diagonal, the cx was wired and the proximal to mid section of the cx was pre-dilated. An attempt was then made to deliver the 2.5x12 mm xience prox stent delivery system (sds) to the lesion; however, resistance was felt inside the guide catheter and the shaft on this device separated. An attempt was made to advance another 2.5x12 mm xience prox sds which also met resistance at distal end of catheter and could not be advanced into the anatomy. When the device was retracted the tip of the sds was observed to be flared. An attempt was then made to advance a 2.5x12 mm non-abbott stent delivery system; however, this too met with resistance inside the guide catheter and would not go into the lesion. When the non-abbott device was retracted it was noted that the stent implant had come off the balloon and was stuck in the left main (lm)/cx. A 3.5 mm xience stent was implanted in the lm compressing the non-abbott stent into the vessel wall. Re-wiring of the vessel was not possible; therefore, the procedure was abandoned. The patient was fine and was brought back a few days later to treat a lesion in the right coronary artery. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was able to be confirmed. The reported difficulty to position using a guiding catheter was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for detachment of device component or difficult to position using a guiding catheter from this lot. Based on the reviewed information, no product deficiency was identified.